Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on august 10, 2017 due to having convulsions and was falling down diabetes related. The customer experienced symptoms such as excessive thirst. Blood glucose at the time of the admission was 177 mg/dl. On (B)(6) 2017 customer blood glucose were over 600 mg/dl. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization for less than 48 hours. Troubleshooting was not declined. The insulin pump will not be returned for analysis.